Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has minor scratches on lcd window and cracked case at the display window corners.

Event description:
It was reported that the customer had dropped her insulin pump in the water. Customer's mother stated that the buttons were not responding. Customer's blood glucose level was 128 mg/dl. Customer was wearing the pump while getting into the pool. Customer was swimming and got out of the pool to eat. Customer forgot to take the pump back off before getting back into the water. Customer was unable to clear the alarm, so the alarm history could not be reviewed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.